Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
The customer reported that at least 1 lv167 intermate had ruptured during filling with normal saline. No patient injury or medical intervention was reported. No additional information is available at time.